Event description:
It was reported that once the device was set up, locked, and started, it alarms lock cassette to start pump, even though the device was already locked on the set. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was identified to be a damaged flex circuit. The flex circuit was replaced to address this issue. The device then passed all testing.